Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It was reported that the fecal management system kit was in for 5 days. Pt's height was reported as (B)(6). The pt was referred to a tissue viability nurse for wound care advice. It was also reported that the pressure ulcer is healing/improving with the use of barrier products. A quality evaluation was performed on (B)(4) 2013. The device was not returned at the time of this evaluation. An investigation analysis review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for the previous 12 months was performed and four complaints were identified for this device. No nonconformance or capas relating to the primary reason for contact for this device were found in the nonconformance reporting system for the previous 12 months of case creation. The manufacturer of the product was notified for their awareness and monitoring. Complaint issue will continue to be monitored through trending. No additional pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted.

Event description:
It was reported a pt with type 7 liquid diarrhea, using the bristol stool chart to classify the form of fecal material, commenced with flexi-seal on (B)(6) 2012 and discontinued it on the (B)(6) 2012, because of a category ii pressure ulcer that was categorized by the use of the (B)(4) pressure ulcer advisory panel grading tool. The reporter informed that the ulcer was on the anus through a visual diagnosis.